Event description:
It was reported that the patient had been lost to follow up. The device was noted to have lasted less than 5 years and no data had been stored since the device went to elective replacement indicator approximately 16 months earlier. The right atrial lead had high threshold. The right ventricular lead had no capture. The rv impedance varied with low impedance and one reading of infinite impedance. Chest x-ray showed the lead may have also pulled back slightly. The leads were capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).